Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported they are not getting "no" relief for their legs at all. Pt also described they get a shock from the neurostimulator no matter what they do. Pt confirmed the 'shocking sensation occurs when changing positions. Pt stated it shocks them when they move, kneel down, or getting up. Pt said it did not really hurt but rather a "funny feeling". Pt said the issue had been going on for about 5 days adding they "thought that was the way it was supposed to be". Pt explained they are trying to do more as they heal, such as walk around more b/c they were sore from the surgery. But they are not getting the relief from their legs like it was intended to. Pt said it was nothing like the trial adding their legs had not felt that good in years. Pt stated the internal unit was not helping legs at all. Pt explained during trial they had therapy settings "running" for group a & b but now only group a. Pt said they had settings for group b but did not know if they were allowed to turn them on. Pt stated the clinician told them how to turn the intensity up but to do it slowly. The patient was redirected to their healthcare provider to further address the issue. Pt remarked they did not know who to talk to regarding issues b/c the pain center had released them even though they are the ones who referred pt to neuro surgeon to get the scs neurostimulator.

Event description:
Patient reported he got implanted with the permanent device on (B)(6) 2022. A week after the implant device was turned on and patient experienced same issue with the permanent implant too. When he sneezed or coughed, he felt unwanted minor electrical impulses. He saw rep about the issue. Again, settings were changed, and issue is resolved. Patient does not have any other plans as device is working fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.